Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bipolar on the vasoview 7 xb bisector did not work. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. A visual inspection revealed that there were no non conformities with the device. There was some evidence of blood on the blade and electrodes. A pre-cautery test was performed on the returned device using a reference bipolar generator and cable. The device performed according to specifications during several device activations, it produced steam and heat. Based upon the functional test, the reported complaint "bipolar did not work" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).